Event description:
Had a breast augmentation including a lift and implant of 425cc monobloc extra high profile silicone microtextured from manufacturer laboratories arion, under the muscle. Within months started having lots of symptoms, gaining weight, extreme fatigue and hair loss. Brain fog and confusion. After 11 months post implant at (B)(6) was diagnosed with hashimoto's autoimmune thyroid disease. Zero history of autoimmune disease nor thyroid disease in my family. Now I have diagnosis of fibromyalgia, chronic fatigue, chronic pain, syncope, hypotension, adrenal fatigue. All before (B)(6). I was a picture of perfect health before implant. Now have capsule contracture on left side and mild contracture on right. I was never told of the possible ¿side effects¿ or the body¿s ability to reject such foreign objects prior to implant. Was only told they were 100% safe medical grade silicone. I was also told I have silicone smooth implants, and later from my records discovered they were textured.